Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the syncope was likely due to volume depletion of vagal episode with the IV.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a wire revision precheck that indicated previous syncope and beats of ventricular tachycardia (vt) where the right ventricular (rv) lead was not capturing. It was also noted that there was previous fluctuation of impedance measurements on the rv lead. The rv lead was revised. No patient complications have been reported as a result of this event.